Manufacturer narrative:
Additional information was received that the symptom of infection includes drainage at the site and that the incision at the pocket site appeared to have opened. The patient was treated with antibiotics. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket site. The physician did not believe that the infection was device related.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the pocket site. The physician did not believe that the infection was device related.

Manufacturer narrative:
Field is populated with the di number.

Event description:
A report was received that the patient developed an infection at the pocket site. The physician did not believe that the infection was device related.